Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a bur was broken off in the device. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.